Manufacturer narrative:
The insulin pump was unable to prime unit during priming test due to faulty force sensor resistor. The device was received with intermittent buttons due to corroded keypad traces. There were no button error alarms on the device. There were no unexpected going into suspend mode anomaly on the insulin pump. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 177 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the insulin pump got suspended. Customer could not recall any significant events leading to the keypad anomaly customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.